Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep) it was reported that patient called and reported they were receiving painful unintended stimulation. Patient was scheduled to be seen on (B)(4) 17 but did not show up for the appointment. Hcp's office was unable to reach the patient. More information was going to be obtained on or after (B)(4) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient fell and landed on their ins which immediately caused it to stop working. The patient reported that it had been off the whole time and they had not called anyone. In (B)(6) 2017, the patient started feeling their stimulation coming on and going off by itself. They reported that right now it was coming on very low, but if it were to come on high it would be torturing them. The patient stated that frequency and the pattern of pulses changed. They reported that their patient programmer (pp) would not turn the device on or off and that it stopped working immediately after the fall. The patient wanted to meet with a representative (rep) and have them turn the ins completely off. The patient was to contact a healthcare professional (hcp) and would try contacting a rep as well. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s spinal cord stimulation device hadn't worked for years. The patient fell out of a barn loft and landed right on the device and killed it. As of (B)(6) 2017, the patient had not felt stimulation since up until recently. The patient now thought his device was on. He could feel a pulse, like a rolling in his stomach, which seemed to be getting stronger. The patient was concerned about it getting too strong, and he wanted to be shown how to cut it off. The stimulation seemed too high and the patient was getting hit with stimulation where it was not supposed to hit. The patient thought this all started when his friend was joking around and turned on a transcutaneous electrical nerve stimulator unit. Poor communication on the patient programmer was reported. The patient lost his recharger and hadn't kept up with his recharging sessions since the fall. The patient¿s last recharging session was more than one to three months ago. The patient was redirected to a healthcare professional (hcp) to discuss a possible overdischarge and the stimulation sensation that was not in the right spot. The patient noted that he had a hard time getting in touch with the hcp, but the patient would try to be more persistent. The loss of stimulation occurred at least three years prior to (B)(6) 2017. Stimulation turned back on its own with the last six months prior to (B)(6) 2017. The poor communication occurred on (B)(6) 2017.